Event description:
The customer stated that the result from the coaguchek xs plus (serial number (B)(4)) is greater than the laboratory result. A result of 5.7 inr was obtained on the meter while the laboratory result that was done within 7 hours was 4.1 inr. The laboratory reagent was dade innovin. There were no changes to the patient's warfarin based on the meter result. The customer stated the patient did not have any known anemia or polycythemia. The patient was not on heparin or any direct thrombin inhibitors. The patient did not have any antiphospholipid antibodies. The customer stated the patient chart was not available for information regarding the patient's medical history or a full medication list. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 293786) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation.